Event description:
It was reported that this rv lead was explanted and replaced by a new one due to oversensing. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The ICD is not available for analysis. However, device data were returned and thoroughly evaluated. The inspection of the trend data from september 21st, 2023 to january 18th, 2024, confirmed fluctuating values of the rv sensing amplitude between 3 mv and 20 mv, while the ICD was implanted with the lead with sn 81540749. The pacing impedance trend data were normal. After connection of the ICD with the new rv lead with sn (B)(6), the rv sensing amplitude was normal at 15.5 mv. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed cuts into the insulation 18.5 cm distal to the df4 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, analysis did not reveal any indication of an ICD or lead malfunction. Based on the available data and the results of the lead analysis, it cannot be excluded that the clinical observation might have resulted from a poor connection between the lead and the ICD while they were implanted. The analysis did not reveal any sign of a material or manufacturing problem.